Manufacturer narrative:
(B)(4).

Manufacturer narrative:
On october 3, 2013 information was received that the event reported on (B)(6) 2013 was in fact generated under a computer "test mode" and did not in fact occur. A review of the complaint and its updated information has determined it does not meet the definition for a FDA reportable event, nor for a complaint. This report is filed october 31, 2013.

Event description:
Per the clinic, the patient experienced warm sensation with external device use resulting in discomfort. No serious injury has occurred. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.